Event description:
It was reported that a user experienced persistent hyperglycemia to 350 mg/dl for approximately three hours after a meal, with concern that the ilet was not dosing insulin; review confirmed the meal bolus had been delivered and that the system was administering correction boluses, and education was provided that using meal announcements to correct highs can cause hypoglycemia and disrupt algorithm performance. Symptoms included hyperglycemia without ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included no alerts for prolonged severe hyperglycemia, no use of backup therapy, no professional medical intervention, and no hospitalization. Investigation included review of device reports and coaching on appropriate use, with assignment for additional training and referral for review by the clinical team to assess whether a factory reset is warranted due to repeated nonstandard meal announcements. Investigation of this case revealed that device therapy delivery and supplies were functioning as intended, and recurrent high glucose readings were associated with user behavior of multiple meal announcements when already high. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcements rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.